Event description:
The product complaint report shows the customer alleged that upon power up, prior to pt use, the audible alarm did not sound. The facilities biomedical technician inspected the device and found the alarm to be intermittent. Physician removed, cleaned and reseated all "pcb's", replaced the power switch and batteries as a precaution. The device passed extended self testing. This report is not an admission by mallinckrodt that this device caused or contributed to the event alleged in this report.